Event description:
Caller reported intermittent occlusion alarms. The customer's blood glucose level displayed as "high," a specific value was not provided during a single event. To address the high blood glucose, the customer administered a correction injection via mdi. Additionally, the customer changed the infusion set and cartridge before resuming insulin. No third-party assistance was required.